Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the air/water supply volume and water removal ability did not meet standard value due to clogging of the nozzle. Also, evaluation found water tightness was lost due to a pinhole in the instrument tube, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the light guide lens was cracked, the objective lens was discolored, the control unit was discolored, the suction cylinder was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope had air/water flow issues. The doctor noted the air flow felt weaker than before. The issues occurred during pre-use inspection prior to a diagnostic colonoscopy. There was no delay and the procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10: concomitant products was inadvertently missed on the initial. Correction to h10: information regarding user's reprocessing methods was inadvertently missed on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with the instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. Water and air was supplied to the air/water nozzle. Manual cleaning information- it is unknown if any of the accessories used for reprocessing had any abnormalities. It is unknown if the scope was submerged in detergent solution, if the air/water nozzle was wiped or brushed with a gauze, brush, or sponge, or if the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.